Manufacturer narrative:
Requested additional information from amo. No additional information available at this time. If additional medical or product information is received,we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
The following information found on a search of the maude database on 05/31/2013 for the period 12/01/2011 through 05/31/2013. This information was reported to the FDA on (B)(4) 2012 by advanced medical optics. Amo's MDR #: 3004537773-2012-00010. "A (B) (6) female patient reported she experienced a bacterial eye infection which was diagnosed as a corneal ulcer while including complete multipurpose solution easy rub in her lens care regimen. She indicated that ther symptoms were photophobia, dryness, irritation and a little redness in the right eye. She sought medical treatment on (B) (6) 2012 and was prescribed ciprofloxacin to be used every hour the first day, decreased to every 2 hours the next day and 4 times a day for the remaining solution. A culture was not obtained. Medical records from the eye care professional confirmed a corneal ulcer; additional symptoms of epiphora, hyperemia, and corneal opacity were also noted. Prescribed ciloxan and bromday. Patient seen three times with last office visit on (B)(6) 2012. The cornea has scars, but patient's visual acuity was not affected. Contact lens solution used was not mentioned in medical records and no causality assessment was provided. The patient wears acuvue 2 lenses on a daily wear basis discarding them every 2 or 3 weeks.